Event description:
Boston scientific received information that this device was recently interrogated and stated that the battery capacity was depleted, and displayed an error code. The last interrogation which was just a few months prior, stated greater than 4 years remaining. Boston scientific technical services (ts) was consulted and suggested that engineering perform a memory analysis. This was done and suggested that the device be replaced immediately to ensure critical therapy remains available if needed. The device was then explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.